Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient reported difficulty with her quality of vision right away despite her uncorrected vision being 20/20. The surgeon reported the patient did show a small degree of refractive error on other visits. On examination, the surgeon noted some opacities, which he thought might be folding cracks. Medical records were received and reviewed. At the one week postoperative visit, the patient reported her vision was worse than before her iol implant surgery. She reported a film being over her eye, like a contact lens was in her eye. At that visit, the surgeon removed two eyelashes from her lower eyelid that were pointing inward. Five days later, the patient reported her vision was distorted and felt like the lens was in the wrong position. An optical coherence tomography (oct) performed on this date was normal. At her six week postoperative visit, the patient reported her vision was not goot at distance or near. The surgeon noted at the two month postoperative visit that he felt the patient's visual acuity was fluctuating due to dry eyes. The iol was eventually exchanged.

Manufacturer narrative:
Evaluation summary: the lens was returned. Optic and haptics damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issues could not be determined by the product evaluation. No abnormalities were observed in the central portion of the lens. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 20.0 diopter range. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested on 05/14/2012 and 05/28/2012 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 05/22/2012. (B)(4).